Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a cable unit failure. It is presumed that water entered inside the cable form a puncture on the cable and it caused deterioration. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that a color bar was seen on the screen due to a faulty cable. It was also noted that the device failed the leak test and had a puncture on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had image loss and had damage. The issue was found prior to a diagnostic hysteroscopy. The procedure was completed with another device. There were no reports of patient involvement associated with the event.